Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided. E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 144cm coyote es was advanced for dilatation. However, during the inflation, the balloon ruptured before reaching the rated burst pressure. No patient complications were reported.